Event description:
The customer reported that there was a decrease in image quality. The squares show in images on the left monitor. There is a phosphor burn on the monitor.

Manufacturer narrative:
The ge service rep replaced the left monitor and verified operations. The system is operating as intended.